Event description:
It was reported that t:slim x2 pump battery would not charge and pump showed power source alerts even when customer used tandem charging cable and wall adapter, and later different adapters and cables, with charging connection still not recognized. There was no reported impact to the customer¿s blood glucose level. Customer to continue to use current pump and rely on alternate method if needed, and technical support ultimately arranged full pump replacement with updated software, confirmed shipping details and return instructions, and advised customer to transfer pump settings and reconnect continuous glucose monitor to replacement pump.